Event description:
The device was used during a thoracoscopic partial lung resection. Reportedly, the knife did not advance or retract. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.